Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syr 3ml 22ga 1-1/4in jpk/sil no assy ndl stopper was found misaligned and damaged before use. The following information was provided by the initial reporter: "black rubber end of plunger not seated properly. Squished down side of white plunger inside syringe."

Manufacturer narrative:
H.6. Investigation summary: one photo and one 1ml syringe in an opened blister pack from batch 8308851 (p/n 309626) was received and evaluated. It was observed the stopper inside the syringe was not attached and wedged between the bottom of the plunger rod and barrel wall, which was rejectable per product specification. Potential root cause for the insecure stopper defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 8308851 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the syr 3ml 22ga 1-1/4in jpk/sil no assy ndl stopper was found misaligned and damaged before use. The following information was provided by the initial reporter: "black rubber end of plunger not seated properly. Squished down side of white plunger inside syringe."